Manufacturer narrative:
Date of death: (B)(6) 1958 was incorrectly reported on 31dec2015. There is no date of death. Date of birth: (B)(6) 1958.

Manufacturer narrative:
One lens in lens case and an opened blister with no lens were returned. The parameters of the lens were measured and a visual inspection was performed. The lenses meet company standards for base curve, center thickness, and diameter. The solution, the ph and conductivity were not tested. On (B)(6) 2016 the patient (pt) called to report that he/she had a follow-up appointment with the corneal specialist on (B)(6) 2016. On (B)(6) 2016 the pt called to report that his/her ¿eye problems were caused by an anomaly on the lens.¿ the pt reported that she saw an attorney regarding the ¿loss of vision.¿ no additional information is expected.

Manufacturer narrative:
(B)(4)

Event description:
On (B)(6) 2015 a patient (pt) called to report that ¿on monday (B)(6) 2015 he/she had awakened and was still wearing his/her lenses.¿ the pt reported that ¿he/she had slept in the lenses the previous night, although he/she usually removed the lenses every night.¿ the pt reported that he/she ¿removed the lenses the previous night.¿ the pt reported that the ¿os felt that he/she needed fresh lenses and removed his/her lenses and inserted a fresh pair.¿ the pt reported that he/she fell back asleep for about an hour. The pt reported that upon awakening the pt¿s friend said that his/her os was red. The pt reported that ¿it was very red, but the eye felt fine.¿ the pt reported that he/she ¿removed the os lens at that time, the od was fine.¿ the pt reported that he/she didn¿t have a pair of glasses, so he/she ¿went without a lenses in that eye.¿ the pt reported that he/she went to an urgent care the following day. The pt reported that the doctor referred the pt to an ophthalmologist and did not prescribe any eye drops. The pt reported that he/she was able to see the ophthalmologist the following day, thursday, (B)(6) 2015. The pt reported that the ¿ophthalmologist told him/her that he/she had a corneal ulcer and prescribed tobramycin and vancomycin which he/she had to get from a compounding pharmacy.¿ the meds were prescribed alternating q1h. The pt reported that he/she was referred to a corneal specialist. The pt reported that he/she has the suspect product. On (B)(6) 2015 a call was received from the pt¿s friend who reported that the pt had seen the corneal specialist and ¿had corneal ulcer culture to determine which antibiotic would be more effective.¿ the pt¿s friend reported that the ecp told the pt that he/she would have "vision loss due to the contacts, but was unsure as to the amount of vision loss there would be.¿ the suspect product has been requested for return for evaluation. To date the product has not been returned. The pt¿s treating ecp¿s were contacted and the medical information was received as follows: ophthalmology visit: date of visit: (B)(6) 2015 reason for visit: new referral ¿ bacterial conjunctivitis os hpi: new patient; pt was told has a corneal abrasion os since monday. Pt was taking nap with cl; ocular meds:erythromycin 0.5% ophthal ointment qid os; va os: schm; exam: os: pupils: round, brisk, no rapd, 3mm; motility: full; orthophoric; cvf: full; adnexa: normal ocular adnexa; anterior: lid: normal. Conjunctiva and sclera without injection; cornea: 4+ conj edema, 3+ injection white fluffy; anterior chamber: normal depth, quiet; iris: within normal limits; lens: normal; posterior os: nerve: no disc edema; no disc pallor; vitreous: clear; retinal vessels: normal caliber; macula: normal macula. Good foeval reflex; periphery: no holes or tears; attached 360 degrees; imp/plan: bacterial conjunctivitis os; corneal ulcer os. Discussed the fact that corneal ulcers can not only be vision threatening, but can be eyeball threatening. Refer to corneal specialist.; ocular meds: erythromycin 0.5% ophthalmic ointment qid os. Cornea specialist appointment: eye exam date: (B)(6) 2015 reason for visit: consult; initial exam corneal ulcer os; hx of present illness, pt normally wear contact and sleeps in them-had recently 1 week ago had changed to new contacts. This past monday, pt started having pain and redness os. Pt took contact out when redness started occurring. On tuesday, pt went to urgent care on 19 and gave erythromycin ointment to use every 4 hours which did not seem to help and burned os. Has had pt wear patch over eye os. On thursday, pt went to ophthalmologist who put on vancomycin and tobramycin os yesterday around 4 o¿clock using every 15 minutes for the first 2 hours and then alternating every hour with drops except for some times during the night. Today pt does not have as much pain os, but has been having headaches (using excedrin). Pt is still wearing patch os. Pt feels overall os has had some improvement since starting drops. Social history: medical disability due to depression / ptsd ;pt reported medications: prednisolone acetate 1% eye drops, suspension 1 in left eye qid; tobramycin 0.3% eye drops in left eye qid; gabapentin 300 mg capsule 1 oral; excedrin extra strength 250 mg tablet 1 oral; amitriptyline 100 mg tablet 1 oral; clonazepam 1 mg tablet 1 oral; milk thistle extract for pain; tobramycin 15mg/ml os q 2 hrs atc (alternating every hour); vancomycin 25 mg/ml os q 2 hrs atc (alternating every hour); refractions: os: = hm; iop: os: 13; external/slit lamp: lids: normal ou; lashes: normal ou; conjunctiva: chemosis os; injection os 3+; cornea: edema os; epithelium os ¿ large defect; infiltrate os ¿ ring; anterior chamber: cells os ¿ 2+; no hypopyon os; iris: wnl ou; lens: nsc ou ¿ trace; diagnosis: central corneal ulcer os; procedure: corneal culture os; plan: general: ctl od looks terrible ¿ recommend pt remove ctl od and obtain glasses!; cornea: discussed corneal ulcer os from ctl wear (likely pseudomonas) ¿ advised pt that she is at risk for perforation; should this happen then pt would require emergency corneal transplant. Recommended culture today ¿ pt consents to proceed. Stay out of ctl! Recommend pt increase tobramycin to q 1 hrs atc and continue vancomycin q 2 hours atc ¿ written directions given. F/u on monday (3 days). Date of visit: (B)(6) 2015 reason for visit: chief complaint: recheck f/u - corneal ulcer os 3 days; history of present illness: va os is still hazy, but clearer. Pt is trying to keep up with the drops atc, might occasionally sleep through some of the doses. Pt last used some drops about 3:30 pm today. Os is still photophobic, and will get itchy often, with almost constant tearing. Pt unable to take tylenol due to her liver, so was unable to use the tylenol w/codeine. The eye is not really painful though. Refraction os: = 20/150 +2phni; iop: unable to obtain iop medically contraindicated due to ou risk of perforation ; slit lamp exam: lids: ptosis os; lashes: normal ou; conjunctiva: injection os 2+; cornea: ulcer os ¿ improved ¿ less dense with no significant thinning ¿ epithelium healing over the ulcer; anterior chamber: deep and quiet; diagnosis: central corneal ulcer os; plan: os is improving! Pt to reduce tobramycin to q 1hrs day and q 2 hrs night; decrease vancomycin to qid ¿ written directions given. F/u thursday (3 days). Date of visit: (B)(6) 2015 chief complaint: recheck, f/u ¿ cornea os 3 days; history of present illness: pt has had very itchy/irritating os when she puts her drops in, lasts for about 30 minutes and then goes back to normal. Pt feels va has improved since last visit. Can recognize more details and people¿s faces. Pt has not been using tylenol because she has a bad liver, been taking aspirin. Pt has been patching os to read paper; refraction: os: 20/150-1 ph 20/100; iop os: 8; slit lamp exam: lids: normal; lashes: normal; conjunctiva: os 1+; cornea: ulcer os improved ¿ less dense with no significant thinning - epithelium healing over the ulcer; anterior chamber: deep and quiet. Diagnosis: central corneal ulcer os; plan: cornea: os continues to improve. Pt to reduce tobramycin to q 2 hrs day, q 4 hrs at night. F/u in 1 week. Date of visit: (B)(6) 2015 chief complaint: recheck/follow-up ¿ corneal ulcer os; history of present illness: pt states is compliant with drops os. Refraction os = 20/200 ph 20/50-1; iop: os 8; slit lamp: lids: normal; lashes: normal ou; conjunctiva: white and quiet ou; cornea: epithelium os ¿ healed; infiltrates os ¿ less dense; diagnosis: central corneal ulcer os; plan: the surface os has now healed over. Pt can d/c vancomycin; reduce tobramycin to qid and start prednisolone qid (wait 5 minutes between) ¿ written directions given. Pt to f/u in 10 days ((B)(6)); new prescription: (B)(6) 2015 prednisolone acetate 1% eye drops, suspension 1 in the left eye qid. Date of visit: (B)(6) 2015 chief complaint: re-check - corneal ulcer os ¿ 10 days; history of present illness: vision seems unchanged since last visit ou; eyes are comfortable ou; pt states is compliant with drops. Refractions: os = cf 6¿ ph 20/100-1; iop: os: 10; slit lamp: lids: normal ou; lashes: normal ou; conjunctiva: white and quiet, ou; cornea: epithelium os ¿ healed; infiltrate os ¿ faint scar os; anterior chamber: deep and quiet. Diagnosis: central corneal ulcer, os; central corneal opacity, os; plan: cornea: os is much improved, but there is now a central scar ¿ it will take about 3 months to see how much the scar will affect her vision; rgp ctl may be a future visit. Pt to use tobramycin qid x 1 more week, then discontinue. Continue with prednisolone qid; f/u in 3 weeks. A lot history review was performed and revealed the following: the batch record did not show any abnormalities in monomer and solution testing. All parameters tested were within specification. All sterilization requirements were successfully completed. Lot l001wjn was produced under normal conditions. If additional information is received it will be reported within 30 days of receipt. Serious reportable event trends are reviewed quarterly in franchise management review meetings.